Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids. Concurrent conditions included sjogren's syndrome, uterine fibroid, adenomyosis and nabothian cyst. Concomitant products included cevimeline hydrochloride (evoxac) since 2010, colecalciferol (vitamin d3) since 2017, fish oil since 2010, hydroxychloroquine since 2000 and vitamin b12 nos (vitamin b 12) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("uterus leiomyoma"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the adenomyosis, uterine leiomyoma and pelvic discomfort outcome was unknown. The reporter considered adenomyosis, pelvic discomfort, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-sep-2019: fu(2) and fu(3) processed together. Pfs received. Essure lot number and explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain, pelvic discomfort. Events added: adenomyosis and uterus leiomyoma. Concomitant, treatment drugs and lab data added. On 27-sep-2019: fu(2) and fu(3) processed together. Medical record received. Medical history and reporters were added. Lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids. Concurrent conditions included sjogren's syndrome, uterine fibroid, adenomyosis and nabothian cyst. Concomitant products included cevimeline hydrochloride (evoxac) since 2010, colecalciferol (vitamin d3) since 2017, fish oil since 2010, hydroxychloroquine since 2000 and vitamin b12 nos (vitamin b 12) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("uterus leiomyoma"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the adenomyosis, uterine leiomyoma and pelvic discomfort outcome was unknown. The reporter considered adenomyosis, pelvic discomfort, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Laparoscopy - on (B)(6) 2018: enlarged boggy uterus consistent with adenomyosis. On diagnostic laparoscopy same normal-appearing bilateral fallopian tubes and ovaries without evidence of malignancy. Smooth peritoneal surface no evidence of omental or upper abdominal carcinomatosis or disease. Pathology test - on (B)(6) 2018: diagnosis: uterus with cervix, bilateral fallopian tubes and ovaries, hysterectomy: intramural leiomyomata (largest 2.6 cm) in greatest dimension. Adenomyosis. Late secretory endometrium without hyperplasia. Nabothian cysts of cervix. Hemorrhagic corpus luteum cyst of right ovary. Cystic follicles of left ovary. Small right paraadnexal cyst, left paratubal cyst and walthard rests. Bilateral fallopian tubes with intrauterine device in place. No dysplasia or malignancy. Specimen source: uterus, cervix, bilateral tubes and ovaries. Gross description: labeled "uterus, cervix, bilateral tubes and ovaries" is a 182 gram uterus (11.0 x 7,0 x 6.0 cm), with attached right ovary (4.0 x 2.0 )(1.5 cm), right fimbriated fallopian tube (8.0 x 0.6 cm), left ovary (3.5 x 2.5 x 1.5 cm), and left fimbriated fallopian tube (6.0 x 0.6 cm). The serosa is tan pink and smooth. The ectocervical mucosa is purple-gray and smoot with a 0.8 cm ovoid os. The cervix is slightly cystic with cysts up to 1.1 cm. The endometrium is pink shaggy and up to 0.5 cm. The myometrium is up to 2.6 cm with three tan-white whorled intramural nodules, 0.2 to 1.5 cm. Within both cornua extending into both fallopian tubes are approximately a 3.0 x 0.3 cm silver coiled metallic devices suggestive of essure devices. Both fallopian tubes are unremarkable. Within the right ovary is a 2.0 em corpus luteum. Within the left ovary is a 1.0 cm hemorrhagic cyst and a 1.2 cm smooth-lined cyst containing tan watery fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.